Manufacturer narrative:
(B)(4) suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis by lot number was reviewed from 03/19/2016 to 08/11/2016 and trending was exceeded. The trend is being investigated in CAPA. ¿ the sra was reviewed for the issue of ¿suspect positive bi¿ with a quality problem with no impact to safety" and the risk was determined to be ¿low¿. The positive bi result cannot be confirmed since no media remains with which to confirm the presence (or absence) of growth. The ci disc is golden in color, indicative of peroxide exposure. There is a single tyvek® liner and single spore disc present. There are no punctures on the outer vial would be consistent with false positive from external contamination. However, the white cap was not firmly seated on the vial. The cap was loose and crumpled tyvek liner was in the cap. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. The assignable cause is user error. The cap was depressed prior to processing. Pressing the cap down blocks the vent holes on the cap and would make it difficult for hydrogen peroxide to penetrate the vial, resulting in a positive bi. As well, during visual analysis of the complaint bi received, the white cap was not fully seated. The cap was loose and crumpled tyvek liner was in the cap. If the vial is not firmly seated on the vial, external contamination may result. A customer letter will be sent to educate the customer regarding the user error. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.